Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in the reservoir. The customer's blood glucose was unknown. Troubleshooting did not occur for the product. The customer declined to return the product for analysis.